Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment, which leads to a confirmed result for expansion issue. Removal difficulty was considered a natural consequence of stent adhering to the brake. An indication for a separate removal difficulty, not related to the expansion failure, could not be found. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 10/2022), g3 h11: h6 (method and result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent deployment the proximal end of the stent allegedly had expansion issue. It was further reported that the stent allegedly difficult to remove. The stent was released after 30 seconds. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during stent deployment the proximal end of the stent allegedly had expansion issue. It was further reported that the stent allegedly difficult to remove. The stent was released after 30 seconds. There was no reported patient injury.